Event description:
Patient presented to the physician with a hematoma and an infection at the ipg site. Physician brought the patient into the operating room, removed the entire inspire system, irrigated the ipg pocket, placed a drain, and closed.